Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's mother reported the infusion set is leaky at the luer connection. Mother stated, the transfer set became separated from the connector plate on several occasions. Mother reported on (B)(6) 2011 at 6:55 am, the patient woke up and noticed the transfer set was separated from the connector. Mother stated, the patient felt ill and took a correction bolus of 20.0 units of insulin via the infusion device. Mother reported at 10:40 am the patient's blood glucose level was 211 mg/dl. Mother stated, patient currently has an infection and is on a new medication. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.